Event description:
It was further reported that the svc coil was programmed off.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances. A fracture was suspected. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rv lead was capped. The patient has breast cancer, needs radiations so a new system implanted was moved on the right side.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).